Event description:
It was reported that (1) tlc75 was used during a right hemicolectomy procedure. It was reported by the affiliate that the pt has colon cancer. On the third firing, the heel of the instrument popped out. The instrument had only advanced 2cm at the time. They switched to another instrument and everything went smoothly. There was no adverse pt outcome.